Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-03371: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient has been receiving inadequate therapy due to high impedance being present on their leads. Reprogramming was unable to consistently provide sufficient therapy. As a result, the patient plans to undergo surgical intervention on a later date.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-03371. Follow up information identified that patient had leads removed and replaced. Effective therapy was restored post-op.